Event description:
In 2006, nellcor puritan bennett received a report from a respiratory therapist of a home helathcare provider that a family member reported that an npb290 did not alarm to indicate low saturation/low heart rate on a patient. The reporter stated the patient was being monitored by a npb290 in the home and had a new bivona 3.0 pediatric tracheostomy tube placed by their physician twenty days earlier. The reporter stated one days later, the parents came into the patient's room and found the tracheostomy tube dislodged and the patient cold and unresponsive. The parents called 911, CPR was performed and the patient was taken to the hospital.

Manufacturer narrative:
Investigation of this report is currently in progress. Nellcor puritan bennett has requested the return of the npb290 for evaluation. A summary will be provided in a supplemental if the device is returned and evaluated, and/or when any new significant information is learned.